Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for unknown indications for use. It was reported that the patient experienced pain. An x-ray was done to see if there was a migration and both leads moved. Loss of efficacy due to lead migration. A new programing was performed with other plots. Outcome was resolved without sequelae 2016-jun-29. Etiology was a casual relationship to the device or therapy.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# 0210639192 implanted: (B)(6) 2016 product type lead product ID 977a290 lot# 0210610397 implanted: (B)(6) 2016 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 04-dec-2019, UDI#: (B)(4) ; product ID: 977a290, serial/lot #: (B)(6), ubd: 03-dec-2019, UDI#: (B)(4) h6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.